Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory for a scheduled s-ICD system implant. The electrode was positioned barely left of mid-sternum and appeared to be on the fascial plane. The bottom of the device was aligned with the bottom of the heart. From the physician's perspective, the device and electrode were both in good positions. During defibrillation threshold (dft) testing, 65 joules (94 ohm shock impedance) failed to terminate the induced arrhythmia. Delivery of a 200 joule external defibrillation also failed to terminate the induced arrhythmia. Shortly thereafter, the induced arrhythmia self-terminated. Another dft test was performed with failure at 70 joules (82 ohm shock impedance) with reverse polarity. Five external defibrillation shocks (at higher energy sequence) in addition to two internal shocks at 80 joules were delivered. The 5th external shocks at 360 joules terminated the arrhythmia. Cardiopulmonary resuscitation (CPR) was required during periods of electromechanical dissociation (emd). The physician elected to remove the device for return back to boston scientific. The local representative reported that the physician did not have any allegations against the s-ICD system. The patient did not suffer any complications as a result of failed internal conversion requiring external conversion. However, multiple external defibrillation attempts did result in 72 seconds of ventricular fibrillation (vf), emd, chest compressions, and two days intubated with a balloon pump. The patient did fully recover and no further interventions were reported. The physician elected to implant a competitor transvenous device with a subcutaneous coil two days following the attempted s-ICD implant procedure. The competitor system was chosen because of the device's higher output. No dft testing with the competitor system was performed at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department.